Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not turning on. A service proposal for repair was sent to the customer for approval. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The field service engineer (fse) replaced the defective data acquisition (da) printed circuit board assembly (pcba) according to the service procedure and verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not turning on. The field service engineer (fse) examined the device and discovered that the pressure sensor did not perform its function due to high pressure and caused leakage. The fse found that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. Per good faith effort (gfe) response, the fse stated that the device actually powered on, but when the customer connected to the high-pressure oxygen tank, the device gave an "oxygen not available" error. The repair is still pending, and the investigation is ongoing.